Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sec set no ports w/hanger dehp free had flow issues. The following information was provided by the initial reporter: material no: 11448964 batch no: 20103102. It was reported that the secondary set would not prime when lowered below the primary bag.

Manufacturer narrative:
H.6. Investigation: a complaint of flow issues with a set was received from the customer. A sample was returned for investigation. The setup described by the customer was replicated but no failure could be seen during priming or infusion. The set was then returned to the manufacturer, and they were unable to recreate the failure. A device history record review for model 11448964 lot number 20103102 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as the defect could not be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues with lot #20103102 regarding item #11448964. H3 other text : see h.10.

Event description:
It was reported that sec set no ports w/hanger dehp free had flow issues. The following information was provided by the initial reporter: material no: 11448964 batch no: 20103102. It was reported that the secondary set would not prime when lowered below the primary bag.